Event description:
During the procedure, the jaw broke off of the distal end of the device. There was no serious injury reported.

Manufacturer narrative:
Evaluation or the returned device confirmed the complaint that the scalpel jaw broke off at the distal end. Evidence suggests that the most likely cause for the broken jaw was misuse/mishandling of the device.